Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent dislodgement and stent damage were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of a 3.00 mm x 33 mm xience xpedition rx stent delivery system (sds), the stent dislodged from the balloon of the sds when the protective sheath was removed. The stent appeared to be flared and crushed. The device was not used in the patient and there was no patient involvement. A replacement xience xpedition was used to successfully complete the procedure. There was no clinically significant delay or adverse patient effects reported in the procedure. No additional information was provided.